Manufacturer narrative:
Internal report reference number: (B)(4). Additional internal report reference number (B)(4): same test strip lot number, different meter serial number. Meter and test strips were returned for evaluation: meter was returned to manufacturer on 01/24/2023, test strips were returned to manufacturer on 02/07/2023. Product testing was performed and defect found on returned meter: e-7. No defect found on returned test strips. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call on 31-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 210 and 129 mg/dl am fasting. The customer¿s expected am fasting blood glucose test result is 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2024 and test strips were opened one month ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 14-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.